Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that implantable cardioverter defibrillator was oversensing far field p-waves on the ventricular channel. Programming changes were discussed but did not occur. The patient was not symptomatic.